Event description:
The customer reported the device speaker for the alarms does not work. Patient involvement is unknown. There was no report of patient or user harm. The following functional tests were performed: the device was restarted. Rse confirmed the device (and sound) was operational after restart. Results of functional testing indicate there is a malfunction with the alarm speaker. The customer was recommended to restart the control center to fix the problem, but with reference to the eol (end of life) of the device and the non-serviceability in the event of a subsequent defect. After the restart the speaker was working again. A good faith effort attempt was made to obtain additional information but no additional information could be received. A root cause could not be established.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(6).

Event description:
The customer reported the device speaker for the alarms does not work. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. H3 other text : device not returned - end of life.

Event description:
The customer reported the device speaker for the alarms does not work. Patient involvement is unknown. There was no report of patient or user harm. A good faith effort attempt was made to obtain additional information but no additional information could be received. The customer was recommended to restart the control center to fix the problem, but with reference to the eol (end of life) of the device and the non-serviceability in the event of a subsequent defect. After the restart the speaker was working again. A root cause could not be established.